Event description:
The reporter contacted animas on (B)(6) 2013 reporting elevated blood glucose levels; the patient reported a current blood glucose of 21 mmol/l with nausea and increased thirst and urination. The reporter stated that corrections were given via the pump and syringe. The pump was reviewed with the reporter and confirmed no associated alarms, no cancelled boluses, all boluses were accounted for, the basal delivery was consistent with pump settings, the prime history appeared adequate and indicated site changes every 3 days or sooner, there were no pump suspends, and the total daily dose history correctly reflected the basal and bolus histories. The reporter stated that there were no noted issue with air bubbles or leaking and there were no note site issues. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.